Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: patient was revised to address dislocation. Doi: (B)(6) /2005 - dor: (B)(6) 2011 (right hip). Update: (B)(6) 2013- pfs received from legal. Pfs alleges that the patient suffered from pain, muscle weakness, headaches, fatigue, limited movement, elevated levels of cobalt chromium, and loosening. An unknown device has been reported.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1226802 . The part and lot code combination was not provided for the unknown depuy device. A search of the complaint database finds additional reported incidents against lot code 1873203 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.